Event description:
It was reported the programmer was having difficulty communicating with the ipg. Allegedly, the ipg had flipped in the pocket. As a result, the pt flipped the ipg back into place. Communication was regained afterwards.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.